Event description:
An intravascular ultrasound (ivus) imaging catheter was used in a percutaneous coronary intervention (pci) to image the lesion prior to stent placement. The lesion located in the left anterior descending artery (lad), was calcified, very tight and not tortuous. During withdrawal of the ivus catheter, the pt experienced substernal crushing chest pain. The reported pain resolved upon device removal and the physician proceeded to place stent and post dilate. The imaging catheter was not used again. Pt status was reported to be "okay".

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration dates can not be determined.